Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient event of swollen abdomen. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. The patient reportedly encountered prior draining issues for which the pdrn stated the patient¿s understanding of their treatment was incorrect. The patient received a replacement cycler, but reported they were still encountering the same drain issues. It is unclear if the patient is understanding their pd treatment and if there is a patient error resulting in the patient¿s swollen abdomen. Without additional information, the cause of the patient¿s swollen abdomen resulting in the patient needing to be drained in the ER cannot be determined. Therefore, the liberty select cycler cannot be excluded as causing or contributing to the adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius that the patient went to the emergency room (ER) for abdominal swelling as a result of not draining. The patient was drained and discharged. The patient had received a replacement liberty select cycler and stated they were still encountering the same drain issues. The pdrn instructed the patient to contact technical support while connected to the liberty select cycler in order to troubleshoot. No further information was provided.